Manufacturer narrative:
(B)(4). The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. (B)(4).

Event description:
During a follow-up, there was non-sustained right ventricular oversensing potentially due to myopotentials. The device was reprogrammed and the patient was stable.

Event description:
Same event as MDR-2017-01624. During a follow-up, there was non-sustained right ventricular oversensing potentially due to myopotentials. The device was reprogrammed and the patient was stable.